Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with an acute blood pump system for ventricular support. The vad coordinator reported that the pump was exchanged due to suspected thrombus seen in the inlet tubing and cone, and throughout the pump housing.